Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a pulse generator implant procedure. During the procedure, changes in sensing measurements were observed on the atrial lead indicative of a lead dislodgement. The physician went back into the pocket and re-positioned the lead. After the procedure was completed and the patient was about to be moved from the table, another incident of sensing changes were observed on the atrial lead. The lead had fallen out of position again. The physician decided to leave the lead as is due to the fact that the patient has chronic atrial fibrillation. Ectopy was observed on the electrocardiogram which appeared to be caused by the disconnected lead. However, the frequency significantly decreased by the following day. The atrial lead sensing and pacing functions were turned off. The patient¿s condition remained stable.